Event description:
It was reported that approximately 14 months post implant of a bifurcated device, a suprarenal aortic extension and two a limb extensions, a follow up computed tomography scan revealed a distal endoleak. The patient was treated with a limb extension which successfully corrected the endoleak. Reportedly, the patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient, hence device evaluation could not be performed. Medical records were not provided for clinical assessment; however, a procedure planning sheet was provided and review showed mild calcification and moderate thrombus proximally, and severe thrombus distally. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based on the review of the available information, the most likely cause of the reported event is related to patient vessel anatomy, there were no product issues identified in the event.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.